Manufacturer narrative:
The device has been discarded. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review. Discarded.

Event description:
It was reported that there was discrepancy between the acumen clearsight finger cuff map and bp arm cuff map. Acumen cuff map 58, arm cuff map 89. Troubleshooting attempts were made by adjusting the finger cuff, and ensured hrs clip was at the phlebostatic axis. The sales rep believed the finger cuff was used in the opposite arm as the arm cuff. There was no injury to the patient